Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display of the insulin pump had scratches and they were unable to read the content on the corner of the display screen. The customer also reported that the priming process was slower than usual. The insulin pump will not be returned for analysis.